Event description:
It was reported that the bd needle 27x1/2 ll eclipse barcode was not readable. The following information was provided by the initial reporter translated from portuguese to english: product agulha 13x4 eclipse bd cx c/100, from lots 3304965, 4031535, 3304966 and 4060057, on its packaging, the ean printed is as 7891463009142, however when beeping with the barcode collector, the code 7891463009371 is read, the same barcode as another bd product - probe with disposable device 30 x 8.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot numbers include 3304965, 4031535, and 3304966. Other expiration dates include 2028-10-31and 2029-01-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture dates are 2023-10-31 and 2024-01-31.

Event description:
No additional information.

Manufacturer narrative:
Video received for investigation. Through visual inspection, the scan on the product generated barcode for another material. Therefore, the complaint was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the team¿s investigation, the respective drawing for the impacted sku 30281264, needle 27x1/2 ll eclipse was inadvertently revised and released with the incorrect barcode during the graphic design update. Coverage was carried out to verify that the other codes are correct.